Manufacturer narrative:
Catalog and lot code were not provided. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient with mrh in situ. Patient has stability problems. During surgery they discover a loose femur component. When component has been removed they discover that the stem under the femur component has been broken. It took a lot of effort to take out the broken stem. During this extraction the femur broke. Patient now needs another surgery for a gmrs.

Manufacturer narrative:
Reported event: an event regarding loosening involving a mrh femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: the stem fractured in fatigue at the threaded portion, indicated by the observed striations. Bone cement was observed on the femoral component that extended beyond the condyles. Burnishing, scratching, and third body indentation were observed on the tibial insert; these are common damage modes of uhmwpe. Damage consistent with the contact against a hard object process was observed on the bumper, tibial insert, and femoral component. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined for the tibial insert, bumper, stem, and tibial rotating components. The catalog number was not provided for the femoral component; consistency with the drawing could not be established. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: evaluation of the returned devices indicated that the stem fractured in fatigue at the threaded portion, indicated by the observed striations. Bone cement was observed on the femoral component that extended beyond the condyles. Burnishing, scratching, and third body indentation were observed on the tibial insert; these are common damage modes of uhmwpe. Damage consistent with the contact against a hard object process was observed on the bumper, tibial insert, and femoral component. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined for the tibial insert, bumper, stem, and tibial rotating components. The catalog number was not provided for the femoral component; consistency with the drawing could not be established. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the inestigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient with mrh in situ. Patient has stability problems. During surgery they discover a loose femur component. When component has been removed they discover that the stem under the femur component has been broken. It took a lot of effort to take out the broken stem. During this extraction the femur broke. Patient now needs another surgery for a gmrs.